Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. 2 days prior to event date, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with "fever (101-102 degrees f), left arm red/hot, and hard IV site". The investigator noted the event as mild in intensity. The physician prescibed the use of a warm compress and elevation of the left arm and deep-breathing exercise for elevated fever. The event was reported as resolved with treatment in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted complication of IV site as a possible explanation for the event.